Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The customer only remembered that she was in the ICU. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.